Manufacturer narrative:
Conclusion: a rondo 3 audio processor was sent to service _ repair due to the device housing being damaged and it was not possible to remove the magnet. During the repair process a leaking battery was detected and the electrolyte oxidized a few parts. Due to the destroyed device housing, it can be assumed that the damage to the rechargeable battery inside is caused by strong mechanical stress. To date there has been no report of patient injury from contact with leaking electrolyte. This is a final report.

Event description:
The rondo 3 audio processor arrived at hq with a damaged housing, inhibiting the device's magnet removal, and it was found to have a leaking battery. The device was not found to be leaking before it was sent back to hq. The user was not harmed due to the leaking battery.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The rondo 3 audio processor arrived at hq with a damaged housing, inhibiting the device's magnet removal, and it was found to have a leaking battery.